Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, two views of the abdomen revealed ivc filter at l2-l3 vertebral body. Approximately three months later, fl loopogram revealed the ivc filter remain positioned between l2 and l3. Approximately one year later, xr-abdomen indicated ivc filter located adjacent to the l2 vertebral body. Approximately ten years later, the filter was retrieved using recovery cone. The patient also had remnant filter wire fragments in heart following ivc filter removal. Subsequent, CT revealed linear metallic fragment within the right ventricle and traversing the interventricular septum and an additional metallic fragment within a right lower lobe anterior segmental artery. Therefore, the investigation is confirmed for filter limb detachment and unintended movement. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and to prevent further heart attacks. At some time post filter deployment, it was alleged that the entire filter migrated to heart and struts were detached and retained in left ventricle and lung. The device was removed percutaneously. The current status of the patient is unknown.